Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was evidence of moisture corrosion in the compartment. The pump was found to have a leak at the compartment crack. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/09/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings: evaluation revealed that the battery compartment was cracked. Moisture corrosion was visible in the battery compartment. During testing, a leak was found at the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).